Manufacturer narrative:
The pump was received with a button error alarm and had unresponsive esc and act buttons due to flattened (creased) buttons dome switches. They were unable to perform any tests due to the unresponsive button. The pump had a minor scratched lcd window, cracked battery tube threads, and a cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's wife reported via phone call that her husband was getting a button error alarm on the insulin pump. Customer's wife stated that the pump won't deliver and then they received a button error alarm. Customer's blood glucose was 157 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.